Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing.. The monitor's electrode belt connector was cut or broke from the device, causing detect and treat failure. The root cause for the cut receptacle was physical damage. No adverse event resulted from the damaged monitor.